Event description:
It was reported that at the user facility, the charger overheated and the rubber pads melted. There was no medical intervention and no adverse consequences with this event. As this event occurred during inspection at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility, the charger overheated and the rubber pads melted. There was no medical intervention and no adverse consequences with this event. As this event occurred during inspection at the user facility, there was no patient involvement and no delay to a surgical procedure.